Event description:
It was reported that on (B)(6) 2012, a pt was prepped and placed under anesthesia to undergo a radiofrequency ablation (rfa) procedure to treat barrett's esophagus. The physician attempted to use a halo 90 ablation catheter, however it was not recognized by the generator. Another halo 90 ablation catheter was attempted and it also was not recognized by the generator. At this point the physician aborted the procedure. The covidien territory mgr was able to troubleshoot the equipment in the hours after the issue occurred and assessed that the problem was a damaged output cable.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted. (B)(4).